Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-010-01-0230 - logic femoral ps cem left sz 3; 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t.

Event description:
As reported, approximately 3.5 years post op the initial tka, this 76 y/o male patient was revised due to pain. Resurfaced painful natural patella, natural patella at initial surgery became painful. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.